Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed as a pink tint in the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 3-5cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle was streaked with blood residue and the fibers were wet with indication of blood exposure. Coagulated blood was also identified at both ends of the dialyzer between the screw flange and potting cut surface. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The dialyzer was subjected to a laboratory bubble point test where a leak, observed as a steady flow of bubbles, was identified from the potting cut surface on both ends of the dialyzer. The dialyzer was then subjected to destructive disassembly to isolate the source of the observed leak. The screw flanges were removed from the non-cavity ID end and the fiber bundle was cauterized. The non-cavity ID end was submerged into water with low air pressure (between 2 to 4 psi) flowing through the fiber bundle from the cavity ID blood port. The complaint investigator was unable to re-locate the source of the leak noted during the initial bubble point tested. Subsequent to disassembly, examination of the dialyzer did not identify any damage, voids or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath noted a steady flow of bubbles from the potting cut surface on both ends of the dialyzer. Although the complaint investigator was unable to identify the source of the leak, the complaint was deemed confirmed, based on the investigation findings which noted the presence of blood within the dialysate chamber along with the positive result of the laboratory bubble point test.